Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on an unknown date. During the procedure, the customer inserted the dreamtome, placed it for cutting, the device was bowed without energy on it, and the wire broke before cutting was started. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.